Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes exhibit closure separation on the automated system when removing the closure, where the shield separates from the stopper. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The images show a tube with its shield separated from the stopper, due to the stopper being chopped. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: closure separation and molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes exhibit closure separation on the automated system when removing the closure, where the shield separates from the stopper. There was no health impact or consequences reported.